Event description:
It was reported that a patient's pacemaker began reporting lower and lower battery life estimates. Early battery depletion is alleged. No intervention has been performed as of now. The patient has been reported as stable.

Event description:
New information notes that the patient's pacemaker was explanted and replaced on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
Reported events of premature discharge of battery, and longevity anomaly were not confirmed. The device was received from the field with battery voltage above elective replacement level. Review of session record indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Electrical and mechanical analysis performed under nominal setting indicated normal functionality. Further evaluation at various pulse amplitudes indicated normal current level and no sign of premature depletion noted. Longevity assessment was performed based on field settings and the device was in normal range of operation with appropriate remaining longevity.